Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the event and treated with vancomycin (1g every three days, route and duration not reported) and ceftazidime (1g per day, route and duration not reported). At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).